Manufacturer narrative:
Manufacturer ref no.:(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the "no keypad clicks, no sound" reported symptom. The unit was received with audio on all volume/tone settings caused by a failed speaker was replaced.

Event description:
It was reported that a spectrum infusion pump had no audio and the keypad did not click. It was also reported that there was no patient injury.